Event description:
A malfunction on the pump was reported by the customer, characterized by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer to reset the pump, and after resetting, the same malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.